Event description:
The physician was attempting to deploy a 2.25 mm diameter x 08mm length integrity rapid exchange (rx) bare metal stent in a mildly calcified lesion with 70% stenosis located in the ostial 2nd diagonal. The lesion was pre-dilated with 40% stenosis remaining. It was reported that force was used to try and cross the lesion, and when the device was removed from the pt, the stent was noted to be damaged. The device was inspected and prepped with no abnormalities noted. No pt injury occurred and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4): eval, results, conclusion: (pt vessel morphology). (Use of force). Eval summary: stent was moved distally on the balloon. The first and second proximal stent segments were raised, damaged and overlapping distally. The distal tip was slightly damaged. The balloon had not been inflated. No further damages were noted.